Event description:
It was reported the patient¿s device was explanted. It was also reported the ¿doctor made a mistake and did not install filters¿ so the patient ended up with blood clots in her lungs and ¿they almost lost her.¿ additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).